Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported she was having problems with her cycler and when she removed the supplies, there was moisture inside the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted her to report the fluid leak occurrence and was requested to come into the clinic the following morning and confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient¿s effluent remained clear, and the patient¿s effluent culture results remained normal. Per pdrn the patient was not provided with any prophylactic medication and no medical intervention or additional treatment was needed as a result of the reported fluid leak. The set was discarded.